Manufacturer narrative:
A lot is unknown, however, several possible lots were identified to be: 22075692, 22075042, 22075794, 22075806, 22075808, 22075839, 22075846. D4: medical device lot #: 22075692. D4: medical device expiration date: 22jul2025. H4: device manufacture date: 22jul2022. D4: medical device lot #: 22075042 . D4: medical device expiration date: 26jul2025. H4: device manufacture date: 26jul2022. D4: medical device lot #: 22075794. D4: medical device expiration date: 23jul2025. H4: device manufacture date: 23jul2022. D4: medical device lot #: 22075806. D4: medical device expiration date: 25jul2025. H4: device manufacture date: 25jul2022. D4: medical device lot #: 22075808. D4: medical device expiration date: 25jul2025 . H4: device manufacture date: 25jul2022. D4: medical device lot #: 22075839. D4: medical device expiration date: 25jul2025 . H4: device manufacture date: 25jul2022. D4: medical device lot #: 22075846 . D4: medical device expiration date: 23jul2025. H4: device manufacture date: 23jul2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-nov-2022. H6: investigation summary: one sample (model #2420-0007), one 20 ml syringe, one syringe tubing set, and one photo were returned by the customer. It was reported by customer that "when disconnecting the syringe line from the primary tubing blood started backing up from the line out of the most distal port of the primary tubing." The photo shows the two smartsites from the primary sets, and how one was visibly different from the other. The returned sets were examined for defects and abnormalities. The visible difference in the smartsites shown in the photo can be seen in the set. No other defects or abnormalities were observed. The primary set was primed with saline. The syringe was connected to the syringe set and also primed with saline. The primary set was connected to the syringe set, and the sets were allowed to flow. No leaks or back flow were observed. Fluid appeared to be flowing normally. The smartsites were able to be flushed successfully. Infusions were completed using the bd alaris pump, pump module, and syringe pump module. The primary infusion was completed at a rate of 125 ml/hr with a vtbi of 125 ml. The syringe infusion was completed at a rate of 20 ml/hr with a vtbi of 20 ml. No issues were observed throughout the infusions. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0007 and possible lot number 22075692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075042 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075794 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075808 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075839 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075846 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced blood backflow during infusion. The following information was provided by the initial reporter: when disconnecting the syringe line from the primary tubing blood started backing up from the line out of the most distal port of the primary tubing. There is a visible change or defect in the most proximal needleless access site.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced blood backflow during infusion. The following information was provided by the initial reporter: when disconnecting the syringe line from the primary tubing blood started backing up from the line out of the most distal port of the primary tubing. There is a visible change or defect in the most proximal needleless access site.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.